Event description:
It was reported an occlusion alarm occurred. Customer¿s blood glucose level was 380 mg/dl. To address the elevated blood glucose, the customer administered a correction bolus via the pump and performed a manual insulin injection. Customer did not require third-party assistance. Technical support instructed the caller to follow specific procedures to clear the occlusion, which initially recurred, but it was eventually resolved after the customer replaced supplies and resumed insulin therapy.